Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced discomfort. The patient stated that the device can flip on its edge and felt something sharp. Boston scientific technical services (ts) referred patient to see physician for device check. Additional information was received indicated that the device migrated, and that the patient was scheduled for sub-pectoral pocket revision. Ts suspected that the device twisted on its side. Additional information indicated that physician is concerned of the heart logic (hl) level is high. Physician had patient do repeat echo and it was fine. Ts discussed in general articles but need to work with physician. The device remains in service. No adverse patient effects were reported. Additional information indicated that this ICD was repositioned in a more nominal position due to device migration. This device remains in service. No additional adverse patient effects were reported.